Event description:
It was reported by service report that the both legs are badly bent and will not go up all the way. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - frame legs.